Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6(device) product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported breakage. The device is not cracked as initially reported. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) attune femoral impactor examination of the returned device confirmed the reported breakage. The device is not cracked as initially reported. It should be noted that all pieces have been returned. A complaint search against the product code on the device identified similar complaints for this failure mode. The investigation during CAPA 003835 found that the root cause is attributed to inadequate design. The manufacturing process introduces defects into the part during production that is exploited by high loads during use. This weakness leads to low cycle fatigue cracking that weakens the part and leads to catastrophic failure. The geometry contains a natural stress raiser at the connection feature that concentrates stresses in this region where the defect is present. The combination of these factors have contributed to the failure of the three impactors (rp, fb & fem). A pra (dva-107261-pra) held in sep, 2012 when a similar device (attune fb impactor- 254401003) either cracked or broke into large pieces did not identify a potential patient harm based on the nature of the failure. Post pra evaluation (held in september 2012); a new additional failure observation was made and showed that in some instances the attune impactors fractured (either completely or partially) and resulted in small fragments. These issues led to qrb (103089410) initiation on october 2014 and recommended a field correction in the form of a communication to device users for all 3 attune impactors- rp, fb & fem. The field safety notice stresses to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. In (B)(6) 2017, the attune system impactor, a new product code (254411003) design, was launched encompassing the functions of all three attune impactors in a single product code. This development was carried out under sep-008 rev 14 and documented in dhf a513 volume c: impaction addendum. Following the review post market surveillance (pms) report 103451937 rev 1 and 103504881 rev 1, there were no safety issues reported relating to the failure of the impactor design. Therefore, the CAPA is considered effective. While the system impactors have been implemented into the field, a significant proportion of the existing impactors will remain. Therefore, this may contribute to the residual risk that there will continue to be complaints received. As part of the quality escalation, a field action was undertaken to issue a notice to all users of the potential for failure and the need to regularly inspect components for damage. As part of the field action, no other action was taken, and the components were left in the field. CAPA(B)(4) has been closed as of (B)(6), 2018. In summary, whilst some residual risk is present, this risk is deemed to be acceptable and therefore no further action is necessary. Complaints and post market surveillance data is continuously monitored and should the current trend change, this will be identified and actioned accordingly. Continue to monitor via sep-419. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: examination of the returned device confirmed the reported breakage. The device is not cracked as initially reported. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) attune femoral impactor. Examination of the returned device confirmed the reported breakage. The device is not cracked as initially reported. It should be noted that all pieces have been returned. A complaint search against the product code on the device identified similar complaints for this failure mode. The investigation during CAPA 003835 found that the root cause is attributed to inadequate design. The manufacturing process introduces defects into the part during production that is exploited by high loads during use. This weakness leads to low cycle fatigue cracking that weakens the part and leads to catastrophic failure. The geometry contains a natural stress raiser at the connection feature that concentrates stresses in this region where the defect is present. The combination of these factors have contributed to the failure of the three impactors (rp, fb & fem). A pra (dva-107261-pra) held in (B)(6) 2012 when a similar device (attune fb impactor- 254401003) either cracked or broke into large pieces did not identify a potential patient harm based on the nature of the failure. Post pra evaluation (held in (B)(6) 2012); a new additional failure observation was made and showed that in some instances the attune impactors fractured (either completely or partially) and resulted in small fragments. These issues led to qrb (103089410) initiation on (B)(6) 2014 and recommended a field correction in the form of a communication to device users for all 3 attune impactors- rp, fb & fem. The field safety notice stresses to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. In (B)(6)2017, the attune system impactor, a new product code (254411003) design, was launched encompassing the functions of all three attune impactors in a single product code. This development was carried out under sep-008 rev 14 and documented in dhf a513 volume c: impaction addendum. Following the review post market surveillance (pms) report 103451937 rev 1 and 103504881 rev 1, there were no safety issues reported relating to the failure of the impactor design. Therefore, the CAPA is considered effective. While the system impactors have been implemented into the field, a significant proportion of the existing impactors will remain. Therefore, this may contribute to the residual risk that there will continue to be complaints received. As part of the quality escalation, a field action was undertaken to issue a notice to all users of the potential for failure and the need to regularly inspect components for damage. As part of the field action, no other action was taken, and the components were left in the field. CAPA-003835 has been closed as of (B)(6)2018. In summary, whilst some residual risk is present, this risk is deemed to be acceptable and therefore no further action is necessary. Complaints and post market surveillance data is continuously monitored and should the current trend change, this will be identified and actioned accordingly. Continue to monitor via sep-419. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Items cracked or broke apart during surgery. Date of event: (B)(6) 2019. Was surgery time extended as a direct result of incident? No. What action was taken/required to manage the problem during the procedure? With same like product. This pc is linked to (B)(4).